Manufacturer narrative:
The reported device remains inside the patient, therefore, a product analysis cannot be conducted. The cause of this reported incident cannot be conclusively determined with the available information. Additional information has been requested, but not yet available. Should new information be received, a follow up report will be submitted. Onyx¿ liquid embolic system instruction for use states "indications for use presurgical embolization of brain arteriovenous malformations (bavms)." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician observed the long tubular cast to be fractured upon review of follow up imaging in a patient who underwent onyx embolization of a bronchial artery for pulmonary arteriovenous malformations (pavm). There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.